Event description:
A pt had a bd nexiva inserted in 2008 and had an allergic reaction. Within 30 mins, there was blotchiness, erythema and blistering up the arm.

Manufacturer narrative:
Conclusions: a root cause analysis was unable to be determined as the sample was discarded and not returned. The device history could not be reviewed as the lot number was not reported.